Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose level on (B)(6) 2022. Customer¿s blood glucose level was 40 mg/dl at the time of hospitalization. Customer alleged insulin pump was over delivering the insulin due to insulin pump delivered 18 units of bolus instead of just 1.8 units. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not active at time of high blood glucose event. Customer reported that they had abdominal pain symptoms. Customer was assisted with troubleshooting for high blood glucose level. No further patient complication were reported. The customer will continue to use the device.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08720 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 16-jun-2022, there is no unexpected alarms/suspends and found manual bolus delivery of dailytotalofbolusinsulindelivered = 4.7 u. 06/16/2022 08:33:36.000 normalbolusdelivered normalbolusamountprogrammed = 1.8 bolusamountdelivered = 1.8 06/16/2022 23:33:46.000 normalbolusdelivered normalbolusamountprogrammed = 2.9 bolusamountdelivered = 2.9. There was no bolus delivery of 18 u recorded in the formatted history file for the event date of 16-jun-2022. Auto suspend was recorded and found in the formatted history file for the event date of 16-jun-2022. 06/16/2022 07:29:00.000, 06/16/2022 07:39:00.000, 06/16/2022 13:32:00.000 and 06/16/2022 13:42:00.000. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 06/14/2022 to 09/12/2022, 09/15/2022 , 02/08/2023 to 02/10/2023. There was no data available to verify unexpected alarms/suspends and bolus delivery for the event date of 14-sep-2022. There was no 15 u bolus recorded in the formatted history file before and after the event date of 14-sep-2022. 09/12/2022 02:30:32.000 normalbolusdelivered normalbolusamountprogrammed = 3 bolusamountdelivered = 3 09/12/2022 10:44:32.000 normalbolusdelivered normalbolusamountprogrammed = 3 bolusamountdelivered = 3 09/12/2022 11:12:52.000 normalbolusdelivered normalbolusamountprogrammed = 0.6 bolusamountdelivered = 0.6 09/15/2022 23:20:56.000 normalbolusdelivered normalbolusamountprogrammed = 0.7 bolusamountdelivered = 0.7. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (24.2 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a stained keypad overlay, a pillowing keypad overlay, a scratched case and a cracked case behind the pump near the battery tube compartment. The pump passed all the required testing. Unable to verify customer alleged for low bgs. The force sensor is within specification and the motor functioning properly. Customer alleged for possible over delivery and bolus delivery anomaly were not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information related to health effect clinical code has been updated and provided in h6 section of this report.

Manufacturer narrative:
The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (24.2 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a stained keypad overlay, a pillowing keypad overlay, a scratched case and a cracked case behind the pump near the battery tube compartment. The pump passed all the required testing. Unable to verify customer alleged for low bgs. The force sensor is within specification and the motor functioning properly. Customer alleged for possible over delivery and bolus delivery anomaly were not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.